Event description:
It was reported that at routine follow up approximately 5 months post procedure, aneurysm recanalization was found requiring re-embolization. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device remains implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, medical intervention related to aneurysm re-embolization is a known risk associated with endovascular procedures and is noted in the device direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that at routine follow up approximately 5 months post procedure, aneurysm recanalization was found requiring re-embolization. There were no reported clinical consequences to the patient.